Event description:
It was reported that as part of the opalize clinical study during a farapulse procedure to treat persistent atrial fibrillation, a farawave nav catheter experienced spline bunching issues. Then, it became very difficult to retract into the sheath. Once it was retracted into the sheath and removed, it was discovered that a spline was detached on the proximal end of the spline cage. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific concludes that the reported spline damaged/defective was confirmed as the analysis of the returned device found that the splines had poor planarity. The reported spline bunching was confirmed as the analysis of the returned device found that some of the splines inverted easily, and inversion could lead to spline bunching. However, it was unable to confirm cause of the reported clinical observation of difficult to withdraw. During product analysis, the device passed all tests performed, showing no evidence of this reported failure. Additionally, it was revealed that there was presence of strut damage in the form of voids on the inside of the spline cage during product analysis. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: upon device return and inspection, the catheter was visually inspected for any damage or defects. The splines were observed to have poor planarity. The functional testing was performed by undeploying and then redeployed to basket, where an external force was applied to each spline to see if they would invert. Some of the splines inverted easily. The inverted splines were subsequently manually pushed back into position, and the catheter was deployed to full flower successfully. However, it was noted that some of the splines were still facing forward. The catheter planarity measured at 12.5mm, which is out of specification per the design output specification. The spline cage of the catheter was examined under the microscope to look for anything that might contribute to poor spline planarity. It was noted that the welding was damaged on the inside of the spline cage. Additionally, strut damage was observed in the form of voids on the inside of the cage. A void was measured which was greater than the design specifications. The spline cage was undeployed again and then advanced through a known good faradrive sheath. The catheter was subsequently withdrawn from the sheath, and no unusual resistance was noted. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on the available information, boston scientific concluded the cause of cause traced to device design was selected for the spline damaged/defective allegation based on the catheter planarity measurement being out of specification per the design output specification. The cause of unintended use error caused or contributed to event was selected for the spline bunching allegation. Analysis confirmed the presence of an inverted spline. Spline inversion/bunching can occur when a sufficient external force is applied to any given spline that causes it to cross the plane of the guidewire lumen, such as pressing the spline cage against the heart wall during normal use or while navigating more tortuous anatomy. Boston scientific concluded that no problem was detected in relation to the difficult to withdraw allegation. The allegation was unable to be confirmed, and no evidence or abnormalities were observed when catheter was withdrawn from the sheath, and no unusual resistance was noted. In addition, boston scientific concluded that a quality control deficiency was the cause of the observed strut damage in the form of voids on the inside of the cage spline.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that as part of the opalize clinical study during a farapulse procedure to treat persistent atrial fibrillation, a farawave nav catheter experienced spline bunching issues. Then, it became very difficult to retract into the sheath. Once it was retracted into the sheath and removed, it was discovered that a spline was detached on the proximal end of the spline cage. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.